Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5184249) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that a patient developed a very large mass on their right kidney, which required surgical removal, and the patient attributes this to the use of a recalled CPAP device over 8+ years. It was first seen on an MRI in 2024. The patient no longer has the recalled device. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received a voluntary medwatch (mw5184249) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that a patient developed a very large mass on their right kidney, which required surgical removal, and the patient attributes this to the use of a recalled CPAP device over 8+ years. It was first seen on an MRI in 2024. The patient no longer has the recalled device. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed